Event description:
During an incident on an unknown date involving a male prisoner found hanging and determined to be asystole, this defibrillator would not power on. The customer states the device failure did not affect patient outcome.